Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the sys¬tem before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 80-190 mg/dl. Reportedly, the customer was not removing air prior to filling cartridge with insulin.